Manufacturer narrative:
The investigation of stroke/cva and thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and approximately fifteen days into support, heparin was paused due to the patient's partial thromboplastin time. The mcs continued for another two days until planned explant following a successful bridge to transplant. Shortly, thereafter, the patient had a brief period of left sided weakness in their left upper extremity. A stroke code was called, and a computed tomography scan revealed a subacute infarction to the right middle cerebral artery. The patient was stabilized within 30 minutes of the event.

Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. As this clinical information was not provided, the true root cause of the stroke/cerebrovascular accident could not be determined. The root cause of thrombocytopenia could not be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿